Manufacturer narrative:
(B)(6) 2016 - we have requested the product be returned for evaluation. To date, the product have not been returned. Device not returned to the manufacturer.

Event description:
(B)(6) 2016 - the consumer alleges that she received a burn while resting the product on her arm. Medical attention was not needed.

Manufacturer narrative:
Feb. 09, 2016 - we have requested the product be returned for evaluation. To date, the product have not been returned. Apr. 01, 2016 - due to the damage caused to the product, the product could not be powered. Therefore testing cannot be completed. Based on the viewing of the product, the radial frequence seal (rfs) was damaged and could have caused the unit to overheat. The device has shown signs of misuse as the product was in a folded state. The could have caused the rfs to overheat. Since testing could not be completed, it is not possible to determine if this adverse event is either a production issue or human factor issue due to folding of the product. We have a corrective action with regards to the this product. This product has a date code of 11/13. We have a new vendor staring in 2015 with a new design and structure for this product.

Event description:
On (B)(6) 2016 - the consumer alleges that she received a burn while resting the product on her arm. Medical attention was not needed.